Event description:
At 3 years and 2 months from primary surgery, revision of all implants for knee instability (hyperlaxity).

Manufacturer narrative:
Clinical evaluation performed by medical affairs director. Total knee revision surgery occurred about 3 years after cemented total knee arthroplasty in a (B)(6) patient. According to the form, the reason for this revision was hyperlaxity of the articulation. The radiographic images show mediolateral laxity and consequent knee instability. Since 3 years have passed without any adverse event reported, a plausible cause of the adverse event could be the progressive laxity of the soft tissues, a possible consequence of aging. We do not see any reason to suspect a faulty device. Batch review performed on 03 february 2022: lot 184902: (B)(4) items manufactured and released on 18-sep-2018. Expiration date: 2023-08-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event. Additional devices involved: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 185275: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-08-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot. 178714: (B)(4) items manufactured and released on 28-feb-2018. Expiration date: 2023-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 182908: (B)(4) items manufactured and released on 28-sep-2018. Expiration date: 2023-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.